Event description:
The procedure was performed using pulseselect ((B)(6)) with carto3 concomitantly. The patient experienced aphasia symptoms after the procedure. The patient has a history of cerebral infarction. 2. Timing. After the procedure. 3. How to complete the procedure. The patient was observed at the catheterization table for about an hour, and subsequently, MRI or CT examination were scheduled. Details of health hazard (others): aphasia symptoms after the procedure. Extension of hospitalization: no. Causal relationship with the product: unknown. Were there any abnormalities observed prior to product use?: no. Were there any abnormalities observed during product use?: no. The complaint product(s) will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).